Event description:
It was reported that a patient underwent a spinal procedure with a pedicle screw fixation device. Thirty-four months post-op, a revision surgery was performed and, even though the reason for removal is unknown, the patient reportedly requested the implants be removed due to pain. No further details could be obtained.

Manufacturer narrative:
(B)(4). Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.